Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, both pacing leads dislodged due to fixation issue. The pacing leads were revised and remains in use. No patient complications have been reported as a result of this event.